Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the implantable cardiac monitor exhibited episodes of under-sensing due to loss of contact. No patient symptoms were reported. A firmware upgrade was discussed; however, no intervention was reported.